Manufacturer narrative:
The field service engineer (fse) fse discovered air was entering the substrate system due to loose white fittings on the substrate bottle. The fse tightened the loose fittings, primed the system, and completed instrument verification. No issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported ind (indeterminate) flagged beta human chorionic gonadotrophin (bhcg) result, for one patient, involving the access 2 immunoassay system used in conjunction with the access total bhcg assay and calibrators. The patient's sample was reanalyzed on an alternate access 2 system and an unknown numerical value was obtained. The customer stated system checks passed on (B)(6) 2012. Per the customer supplied quality control (qc) data, bhcg qc was generally performing within the customer's established limits. However, level 3 qc did show sporadic recovery (within 1-2 standard deviations (sd) of the customer's established mean) during the timeframe provided. The customer also noted level 1 qc ind flagged results. No erroneous results were released out of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.